Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Customer¿s blood glucose was 46 mg/dl. Customer reported that he woke up with a low blood glucose and when he looked he says it appears that the sensor is not connected to his insulin pump. Customer decline troubleshoot for low blood glucose. The insulin pump will be returned for analysis.